Event description:
It was alleged that during a case the unit broke inside the pt's knee. The unit was retrieved with no injury to the pt.

Event description:
It was alleged that during a case the unit broke inside the pt's knee. The unit was retrieved with no injury to the pt. Qty: 2